Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic. The insulin pump was received with moisture damaged at motor. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was exposed to moisture due to getting splashed while at a hot tub. It was reported that customer was not wearing insulin pump, but that it was next to customer while at hot tub. It was reported that there was moisture underneath display screen. Insulin pump would be replaced.